Event description:
It was reported that following an initial urethral bulking implant procedure in 2005, a patient exprerienced eroded material that she passed when voiding approxmately 8 weeks later. Via cystoscopy in 2006, the doctor observed a crater appearance on the right side injection site. The patient was treated with an alternative bulking implant on the right side above and below the mucosal defect. The doctor observed a mucosal defect caused by the initial bulking implant ripping through when it passed. The size of the area was 5 x 10mm . The doctor stated that the bulking implant passed through the entire right side. The mucosal defect did not re-epithelialize and did not require any medical/surgical intervention. Initial bulking implant was still visible on the left side. Doctor stated that the initial bulking implant was entirely gone on the right side. The alternative implant failed. The doctor performed a 3rd treatment with the urethral bulking implant. The current status of the patient is unknown. The treatment volume was 1.25 per side using the stainless steel needle, transurethral approach, with a rate of injection of 1cc per minute. The needle was held at injection site for 90 seconds at the 3 & 9 o'clock positions. The needle was imbedded to shoulder. No blanching, blebing or coaptation was noted.

Manufacturer narrative:
The lot number is unknown. Therefore, no review of the device history record could be performed. The instructions for the use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents.baseline report previously provided.